Manufacturer narrative:
Date sent to FDA: 06/12/2019. Additional narrative: details: it was reported that following the procedure the patient experienced abdominal adhesions. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent laparoscopic umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that patient underwent an additional surgery on (B)(6) 2016 and mesh was removed. It was reported that the patient continues to experience bowel perforation, severe pain, nausea, vomiting, inflammation and loss of appetite. No additional information was provided.